Event description:
Plugged ligasure 5mm into ligasure port on the esu machine. The machine alarmed 'incorrect instrument, change device'. Esu turned off and restarted with same result. Changed esu device, which also alarmed. New ligasure device was able to be used with no alarms.